Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer fell on their pump and the screen became cracked. Customer is unable to interact with the pump due to the cracked screen. Customer's blood glucose was between 113-115 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.